Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has recorded six false positive atrial fibrillation (af) episodes. The episodes show seemingly random markers not fitting the recorded electrocardiogram. This behavior is consistent with a phenomenon caused by the remote communicator not being able to fully connect to the device. As the device keeps searching for a proper connection, the device consumes more power reducing the battery voltage. A successful remote interrogation was performed which resolved the issue. The power usage returned to normal and the battery voltage is expected to recover. No intervention is recommended. No adverse patient effects were reported. The device remains implanted and in service.